Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set was fell off during use on 29-june -2024. Patient blood glucose was found to be 303 mg/dl. The infusion set was used for 1 day. The patient takes manual injection no further information available.

Manufacturer narrative:
E1 patient city ; (B)(6).